Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
The patient is male and (B)(6) years old, accepted v-p shunt on (B)(6) 2016. No anomalies were occurred during procedure. After 7 days, the patient felt headache and returned hospital. On (B)(6) 2016 the revision surgery was operated and it was noted that the pump fell off. Changed the new valve to complete. Now the patient condition is stable. The lot number of valve is unknown. The information will be updated if available.

Manufacturer narrative:
Updated UDI: (B)(4). Device evaluation: model #/lot #, device available for evaluation?, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, device manufacture date, evaluation codes, additional MFR narrative. Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 50 mmh2o. The valve was visually inspected: small cuts/tears in the silicone housing around the needle chamber were noted, glue trace was noted where the base of the needle chamber should be, the base of the needle chamber was not returned, as the needle base was not retuned it is not possible to find the root cause. Review of the history device records confirmed the valve product code 82-3832, with lot cvgbzl, conformed to the specifications when released to stock in 26th june 2016. The root cause of the problem reported by the customer could not be verified as the device was returned without the needle guard base. The root cause to the small cuts/tears silicone housing is due to user¿s error. Per hhe, it has been concluded that silicone housing tears are not design related, in order for the housing tear to occur the user has to compromise the silicone through a nick or tear in order for the event to occur. Validation testing demonstrates a robust design. Testing has shown that if the silicone housing has been compromised, a housing tear is likely to occur. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.